Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges sinus infections, nose bleeds, headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return to the manufacturer.

Manufacturer narrative:
Device evaluation information was received on 01/09/2023, and section h10 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto CPAP with an allegation of sinus infections, nose bleeds, headaches. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient the device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In box h: (device) problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid, remedial action init, recall (z) number has been updated in this report.